Event description:
It was reported to boston scientific in 2006 "that the inner body stucked inside the delivery system. After pushing the innerbody a little bit, the device in question (stent) released, but also with disproportionate power." This was the second attempt at stenting and was successful. The first attempt was unsuccessful and was aborted. It was reported that it was an intracranial stent placement procedure of the basilar artery. It was reported that the pt had a brain stem infarct 1-2 hours past the operating room. The physician thinks that the reason for this was the balloon dilatation before stent placement.

Manufacturer narrative:
The device in question will not be returned to the MFR because it remains implanted. Based on the info known at this time, boston scientific cannot conclusively determine the cause of the user's experience. No conclusion can be drawn.